Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown patella was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusions: the event could not be confirmed, nor the root cause determined because insufficient information was provided. Further information such as device ID, x-rays and medical records are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's right knee was revised due to loose patellar and tibial components (no possible cause or contributor for loosening were reported to or observed by rep). A triathlon size 5 cemented fixed baseplate, insert and all poly size 38 patella were revised to a triathlon baseplate, insert and stryker patella. Rep could not verify if cement used in primary was stryker.